Event description:
The tech alleged the head of the bed will not raise or lower and is in the raised position. No pt impact.

Manufacturer narrative:
The tech replaced the head actuator, control box and auto control box to resolve the issue.